Event description:
The infant, a micro preemie, developed a endotracheal tube leak around 60% and decompensated significantly. The device was operated in volume guarantee mode and did not alarm for low tidal volume. The patient was manually ventilated and, a larger endotracheal tube had to be placed to manage the situation. No patient consequences have occurred.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up/final report.